Manufacturer narrative:
Corrected data: the purpose of this submission is solely to provide a correction of manufacturer narrative additional mfg narrative/corr. Data section. This is based on the result of an internal review noting the report was incorrectly submitted with a typo - stating ¿injury reported¿ while should be ¿there was no injury reported¿. #h10: previous: getinge became aware of an incident with a surgical light powerled device. As it was stated, the bumper fell off on the patient. Injury reported, however we decided to report this case based on the potential as any parts falling down on the patient might led to contamination or serious injury. The bumper part is used to cover the bottom of the main tube and access to cables inside the surgical light. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was not used for patient treatment. During the investigation it was found that the reported scenario has to date not lead to serious injury or worse, to death. As per performed tests the root cause of falling bumper is likely caused by several violent collisions with the cupolas, this can happen when the user is not being careful with moving the device arms and lights. To prevent any other cases, maquet sas recommends in powerled user manual 01581en ed. 08 on page 40 that during the annual check which should be performed by an authorized technician the looseness of covers and caps must be checked. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Shall continue to monitor for any further events of this nature and do not propose any further action. Corrected data: getinge became aware of an incident with a surgical light powerled device. As it was stated, the bumper fell off on the patient. There was no injury reported, however we decided to report this case based on the potential as any parts falling down on the patient might led to contamination or serious injury. The bumper part is used to cover the bottom of the main tube and access to cables inside the surgical light. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was not used for patient treatment. During the investigation it was found that the reported scenario has to date not lead to serious injury or worse, to death. As per performed tests the root cause of falling bumper is likely caused by several violent collisions with the cupolas, this can happen when the user is not being careful with moving the device arms and lights. To prevent any other cases, maquet sas recommends in powerled user manual 01581en ed. 08 on page 40 that during the annual check which should be performed by an authorized technician the looseness of covers and caps must be checked. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Shall continue to monitor for any further events of this nature and do not propose any further action.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an incident with a surgical light powerled device. As it was stated, the bumper fell off on the patient. Injury reported, however we decided to report this case based on the potential as any parts falling down on the patient might led to contamination or serious injury. The bumper part is used to cover the bottom of the main tube and access to cables inside the surgical light. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was not used for patient treatment. During the investigation it was found that the reported scenario has to date not lead to serious injury or worse, to death. As per performed tests the root cause of falling bumper is likely caused by several violent collisions with the cupolas, this can happen when the user is not being careful with moving the device arms and lights. To prevent any other cases, maquet sas recommends in powerled user manual 01581en ed. 08 on page 40 that during the annual check which should be performed by an authorized technician the looseness of covers and caps must be checked. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Shall continue to monitor for any further events of this nature and do not propose any further action.

Manufacturer narrative:
The issue is being investigated by manufacturing site. : device not returned to manufacturer.

Event description:
On 10th february, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the bumper fell off on the patient during procedure when manipulating the light. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.